Event description:
It was reported that during a laparoscopic case, blue peelings were observed on the screen. It was further reported that a large piece was retrieved from the pt and that a smaller piece may have been left behind. No other devices were used and the pt was ok.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.